Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2019, the patient started noticing issues with their adaptive stimulation (as) settings. It was explained that when the patient was laying down, it was working, but when they would sit or stand, they could not feel stimulation. It was confirmed that the controller showed the upright position when they were sitting and standing. The patient had tried turning the as off but they couldn't get it to turn off. It was reviewed that the patient would need to go into the upright position and stay in that position for up to 5 minutes to get the as setting to save. If the issue would not resolve after trying that, they were redirected to see the doctor. It was noted that the patient had fallen twice since having the device implanted in (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. They had all their settings reset to resolve the loss of stimulation when sitting or standing. They noted they also have made additional doctor appointments to address the falls. No further complications were reported or anticipated.